Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
The customer was treated with glucose tablet and not glucagon shot.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer's blood glucose level was 44 mg/dl and 142 mg/dl. The customer reported that they treated low blood glucose levels with glucagon. The customer did not report any symptom related to low blood glucose levels. The customer also reported that the insulin pump had software error detected alarms. They stated that they were able to clear the alarm and rewind the insulin pump. The customer also mentioned that the insulin pump passed the self test. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.